Event description:
A power source alert 07 was reported, indicating a potential issue with the charging of a device. The customer's blood glucose level did not exceed 500 mg/dl, showing no adverse impact. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.